Event description:
It was reported that the wake button was sticking and required multiple presses to function. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting, and no further details were provided.